Event description:
It was reported that during a stent placement procedure via femoral, only 80% stent can able to opened smoothly with deployment handle, the rest had to be deployed after opening up the deployment handle. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the complaint sample was returned for evaluation; the delivery system was found completely disassembled from the grip, and the stent was not found in the delivery system, which matches the description of the event that the delivery system was disassembled and the stent deployed. The pusher was found outside the stent sheath which indicates that the stent could be entirely deployed which leads to inconclusive results for partial deployment. A provided photo only shows part of the delivery system and the distal part is not shown which makes it impossible to assess the sample based on the reported event. It was reported that the vessel which was tortuous but not heavily calcified was accessed through femoral approach, a 0.035" guidewire was used but pre-dilation was not performed. The intended placement site was not specified. Based on analysis of the provided photos and the returned sample, the investigation is closed with inconclusive results for partial deployment. A definite root cause for the reported issue could not be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". With regards to general directives, the instructions for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". Regarding procedural access, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035¿ (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. H10: d4 (expiry date: 11/2023), g3. H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2023).

Event description:
It was reported that during a stent placement procedure via femoral, only 80% stent can able to opened smoothly with deployment handle, the rest had to be deployed after opening up the deployment handle. There was no reported patient injury.